Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spine fusion surgery was performed on (B)(6) 2019 due to asd. During the surgery, when the surgeon implanted the rod by using flex clip, it was reported that the burrs occurred at the top of screw head. The surgeon suspected the cross thread, and the surgeon retrieved the burrs by using pliers. And then, the surgeon inserted the alternative screw (p/n and lot number were unknown) and performed final tightening of the set screw, so that the surgery was completed. There was less than 30min. Surgical delay. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Device evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A small fragment of the expedium verse cannulated 6x35mm polyaxial screw was returned. The size of the fragment of the screw makes it difficult to fully assess what may have occurred that resulted in the thread being separated from the tulip head of the set screw. The tulip head itself was not returned and could not be evaluated. Typically in these cases, tightening a set screw while it is cross threaded can lead to stress building up on the threads of both the set screw and the tulip head, potentially resulting in part of the threads splitting off from the set screw and/or pedicle screw. This cannot be directly confirmed without the rest of the polyaxial screw. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the damage to the threads of the screw cannot be determined from the sample and the information provided. A potential root cause may be inadvertently cross threading the set screw during insertion and tightening. This would place stress on the threads of the screw, potentially resulting in them becoming damaged or torn. This cannot be directly confirmed since only a section of the fragmented thread was returned. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.